Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular lead triggered an alert for high svc lead impedance and the svc lead impedance was noted to fluctuate on the trend report. The plan was to turn the svc coil off. The lead remains in use. No patient complications have been reported as a result of this event.